Event description:
It was reported that while the battery was being charged in the first slot of the universal battery charger (ubc), electrolyte leaked outside of the battery and contaminated the ubc slot. The battery and ubc were removed from use. Ubc MFR # 2916596-2024-00900.

Manufacturer narrative:
There was no patient involved in this event. The PMA# provided is associated with most recent approval. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of fluid ingress leaking from the 14v li-ion battery was able to be confirmed. The 14v li-ion battery (serial number: (B)(6)) was returned for analysis with fluid ingress from the battery resulting in corrosion on the contacts. The battery was functionally and did not pass testing as functional and was not performed due to the damage to the battery. The root cause of the reported event was unable to be conclusively determined through this investigation. The device receiving inspection documents for the 14v li-ion battery (serial number: (B)(6)) were reviewed and was found to pass inspection. Heartmate iii instructions for use (rev. G) section 8 entitled ¿equipment storage and care¿ and heartmate iii patient handbook (rev. G) section 6 entitled ¿caring for the equipment¿ addresses how to properly care for and maintain the equipment for proper use. Heartmate iii patient handbook (rev. G) section 6 "caring for the equipment" describes how to care for and clean all equipment, including the 14v battery clips and 14v batteries. Section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate iii lvad, including the 14v battery clips and 14v batteries. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.